Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(site country), e2, e3, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit where the customer reported that the regulator needed calibration, to fix the issue the fse removed and replaced the pressure regulator as required due to pressure variances. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was reading "helium transducer not calibrated". It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.